Event description:
It was reported by the customer that she was hospitalized for low blood glucose level on (B)(6) of 2014. Customer stated her blood glucose level was 36 mg/dl while at work with 3.4u of insulin in her body and immediately began to drink a soda and ate two fruit snack packs. Customer had supervisor drive her to the emergency room and was admitted with a blood glucose level of 91 mg/dl. After treatment, customer was advised to rest and blood glucose level was 350 mg/dl. Customer stated she is new to the insulin pump. Advised customer to call back when she is comfortable to ensure the device is functioning properly. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.